Manufacturer narrative:
Device implant date: should have been (B)(6)-2009 rather than (B)(6)-2011. Only partial lead was returned. Final analysis found that the proximal insulation was abraded between 13.9 cm and 14.1 cm from the connector pin, due to friction with another device. The proximal coil was exposed. The abrasion could cause a short circuit between the proximal coil and the device can resulting in the reported noise problem.

Event description:
It was reported that the atrial lead exhibited a capture anomaly, high threshold, noise, over sensing and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.